Event description:
Coronary procedure begun for pt. After right femoral artery puncture, a usci 7fr sheath placed. When dilator removed, blood spurted from diaphragm area. Md attempted to replace wire to exchange sheath but due to blood could not do. Procedure post-poned. Valve apparently missing causing blood to back-up.